Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implant that the right atrial (ra) lead had dislodged and was in the ventricle and the right ventricular (rv) lead was still attached but had pulled back with no slack. The physician suspects the patient was too active following the implant. The ra and rv leads were explanted and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.